Manufacturer narrative:
Section h6 (medical device problem code): correction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not being able to start the pump was not confirmed. There were no photos or log files submitted for review. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the first controller, serial (B)(6), was exchanged due to wear and tear for controller (B)(6), which did not function as expected. The controller would not power the pump when connected to it. Additional information provided stated that another new system controller was connected to the pump without issue. There were no log files provided or equipment being returned. It is unknown why the first system controller was initially exchanged. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot red heart alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The heartmate 3 patient handbook (rev. D), section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the initial system controller was exchanged due to wear and tear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during system controller exchange, the controller did not function as expected. The controller would not activate when plugged into the pump. Another system controller was put in use which worked without issue. No log files would be provided.